Manufacturer narrative:
Section e reporting institution phone # (B)(6). A philips technical support specialist (tss) went onsite to evaluate the devices in question. The tss confirmed the unit was completely out of sound and there was a speaker malfunction inop. The (tss) ordered a speaker assembly to resolve the issue. After speaker replacement the device was returned to functional use with no further issues identified. The device remains at the customer site.

Event description:
Philips received a complaint on the intellivue mp20 sn (B)(4) indicating a speaker equipment malfunction. The device was not in use on a patient at the time of event, there was no patient involvement.